Event description:
Operation performed: laparoscopic low anterior resection and transverse loop colostomy. Pt was in surgery. During the procedure to close the wound with the eea stapler, there was significant amount of resistance. The stapler did not function properly. Surgery was prolonged and an optional procedure was performed to close the wound.